Manufacturer narrative:
Philips checked the system on site and confirmed through the analysis of the log files that the geometry module was not operating correctly. The geometry module was replaced, after which the system was returned to use in good working order. No further actions will be taken by philips. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It has been reported to philips that during an endovascular cerebral aneurysm occlusion, the procedure was terminated as the geometry module on the table side was not functioning. The customer decided to send the patient to the operation room for a neuro clipping procedure. Philips has opened an investigation as a follow up for this complaint.